Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that they had been using a box of faulty infusion sets. They were part of the recall. They had to use their emergency glucagon twice since using them. The customer also reported that they had a seizure in the middle of the night because their blood glucose had dropped. The customer stated that their blood glucose at the end of their work day was 160 mg/dl but when they are preparing dinner their blood glucose was suddenly between the range of 20 mg/dl and 30 mg/dl. The customer stated they were (B)(6) weeks pregnant to which they blame their extreme low blood glucose. An attempt to contact the customer was made. The insulin pump and infusion set will not be returned for analysis.